Manufacturer narrative:
(B) (4). Eval, results: (severely calcified tortuous vessel), (force used to cross lesion), (dislodgement, failure to deliver stent to target lesion). Conclusion: (severely calcified tortuous vessel). Eval summary: the stent was returned off the balloon and was located at the end of the four wires. The segments on the returned stent appeared to have been stretched and then bunched.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery system length 30mm, diameter 2.5mm was used to treat a heavily calcified, tortuous lesion in a pt's lcx. It was reported that the physician met resistance in attempting to cross the lesion and force was used. The device caught on the lesion and it was reported that on withdrawal from the lesion the stent dislodged. The physician attempted to deploy the stent in the lcx but was unsuccessful. The physician failed to pull the partially deployed stent back through the guide and then used snare devices to crush the stent. The crushed stent was successfully removed from the pt. The target lesion was pre-dilated and successfully completed using another endeavor stent. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was returned to medtronic for eval.